Event description:
Ventilator was charging and hooked to electric wall. Rt took it to the room, attached temperature probe and did extended self test. It passed extended self test. Rt took patient off high frequency oscillatory ventilator(hfo) and attached to the avea ventilator. He saw smoke coming from the back of the monitor. Doctor and nurse were informed about the smoke. Patient was taken off ventilator and reattached to hfo.====================== health professional's impression======================device was smoking.